Manufacturer narrative:
Insulin pump was received with minor scratches on the lcd window. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer stated that battery cap was not damaged or corroded. The insulin pump will be returned for analysis.